Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient is experiencing pain and a suspected pseudotumor. A revision surgery has not yet been performed.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to pain and suspected pseudotumor. It was reported that the surgeon noted during the revision that two acetabular screws were fractured. All components were removed and replaced; however, a portion of one of the fractured acetabular screws allegedly remains in the patient's body.

Manufacturer narrative:
Device was returned after the initial medwatch was submitted. Evaluation results are as follows: evaluation of the returned component appeared to show evidence of scratching and transfer of material. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-01290, 01291, 01292, 02415 & 02416).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01290 / 01292).